Event description:
Caller reported cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Customer was advised to use multiple daily injections as a backup therapy and received a replacement pump from technical support. Instructions were provided on software updates, sensor usage, and pump storage mode. Customer confirmed understanding of the process to return the problematic pump within 10 days.